Event description:
The customer indicated that there were four (4) instances of the needle coming out of the device and staying in the pt's arm (during a venipuncture procedure). There were no reported medical or surgical intervention required following these incidents.

Manufacturer narrative:
The lot number identified by the customer is listed on the product recall notification.